Event description:
During a follow-up, high capture threshold, decrease in impedance and low sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.